Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo,the distal conductor of the lead was extrinsically over-rotated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that during an left ventricular (lv) lead re-positioning procedure the right ventricular (rv) lead was repaired for insulation damage. One week later the patient received inappropritate therapy due to sensing integrity counter (sic). The lead had a possible fracture and was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.